Event description:
There was an allegation of a questionable tina-quant hemoglobin a1cdx gen.3 result from the cobas c 513 analyzer. The initial result was 6.36%, and the repeat result from the same sample on (B)(6) 2025 was 5.31%. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas c 513 analyzer serial number is (B)(6). The initial sample was ran at 12:58, and it was reported that the qc was out of range in the morning, but the time is not specified. After calibration, the qc was within an acceptable range. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the root cause was a single unstable reagent cassette. A field service engineer (fse) completed an instrument check, and the results were passing. Fifteen samples were loaded onto the system and compared with those from the other system; the difference between the results was within the allowable error. The problem has not reoccurred, and the device is working within specifications.